Event description:
Middle-aged female with acute onset of rectal bleed. Procedure: ima (inferior mesenteric artery) angiogram and embolization of descending colon. The micro catheter hub broke/fractured during the contrast injection. Micro-catheter removed without known harm to patient.